Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that they were using pens manually since sunday night due to their personal diabetes manager (pdm) malfunctioning. They were waiting for the replacement which was shipped priority overnight on sunday night /early monday am. By that time the patient was experiencing high blood glucose levels, vomiting, labored breathing and stomach pains. Patient was taken to the hospital by ambulance. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka). No information was provided on the treatment.